Event description:
On (B)(6) 2025, a patient (pt) in japan reported a foreign body sensation in the right eye (od) on (B)(6) 2025 while wearing an acuvue oasys® 1 day with hydraluxe¿ technology brand contact lens (cl), but ¿could not remove it due to work.¿ the pt thought it would be ¿manageable¿ and continued to wear the cl for about 4 hours. When the pt could no longer continue to wear the suspect cl, the pt removed it from the od and found a crack in the center. The pt reported od eye pain and eye discharge after removing the suspect cl. The pt visited an eye care professional (ecp) on (B)(6) 2025 and was diagnosed with conjunctivitis. The pt was prescribed flumetholon ophthalmic suspension 0.1% three times daily (tid), cravit ophthalmic solution 1.5% tid and advised to discontinue cls wear. The pt was advised to use eye drops and monitor the eye condition, then resume cl use once symptoms subside. No return appointment was advised. The pt asked a pharmacist who advised ¿symptoms generally take 3 to 5 days to resolve.¿ on 16dec2025 a representative at the pt¿s treating ecp office provided additional information. The pt was diagnosed with od bacterial conjunctivitis on (B)(6) 2025. No culture was performed. The pt was prescribed flumetholon ophthalmic suspension 0.1% tid and cravit ophthalmic solution 1.5% tid. The pt has not returned to the ecp. On (B)(6) 2025 the pt reported that the eye symptoms resolved around (B)(6) has returned to cls wear without the return of symptoms. No additional information was provided. No additional information is expected. A comprehensive review of the manufacturing records for lot number 6349700103 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.